Manufacturer narrative:
Additional information; b.5, e.2, e.3, and g.3. Correction; disregard file, it is a duplicate to manufacturer report number: 9616066-2019-02611.

Event description:
Unexpected return received attached to argatroban 50ml. During the investigation phase it was found that the tubing set leaked from a tear that was observed in the silicone segment tubing just above the set's lower fitment retainer ring. There is no patient or event information available.

Manufacturer narrative:
Concomitant medical products: curos alcohol disinfecting cap. The customer¿s report of an unspecified tubing set failure was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a tear in the silicone above the lower fitment retainer ring. No gouge/crush marks were observed on the lower fitment. Clear liquid was observed in the drip chamber and entire length of tubing. No other abnormalities were observed. Functional and pressure testing was confirmed leaking out of the location of the tear in the silicone segment. The root cause of the tear could not be determined.

Event description:
Unexpected return received attached to argatroban 50ml. There is no patient or event information available.